Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07276, 1627487-2024-07277, 1627487-2024-07278, 1627487-2024-07279. It was reported the patient experienced an infection at both the ipg and lead sites. Surgical intervention took place wherein the system was explanted. Infection has resolved.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.